Manufacturer narrative:
(B)(4). Eval results: inaccurate placement, death, cva.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an acute type unk dissection. The physician decided to place the talent captivia proximal stent graft distal to the left subclavian artery. The physician then placed a talent captivia bare spring, and then a talent captivia extension down to the celiac artery. After the second stent graft was deployed the first stent graft was distal to the left common carotid artery and one of the bare springs had opened into the left subclavian. The following day the pt further dissected into his right carotid and had a massive stroke. It was reported that three days post initial implant that the pt expired due to complications of a stroke.